Event description:
It was reported that the device was used during a thyroid procedure / neck dissection, the first two or three clips were fine and then the clips started cutting the vessel instead of clipping the vessel. There was not much bleeding. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.